Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog, and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample was received for quality investigation. The customer complaint of tubing defective / damaged was verified by visual inspection and testing. The sample received was primed to locate any leakage in the tubing. Upon priming the infusion set, leakage was noticed on the distal end of the silicone tubing of the pumping segment in the infusion set. Microscopic inspection of the tubing shows that there is a pinhole in the silicone tubing. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause can be associated to an excessive amount of force used when inserting the pumping segment into the alaris pump. From the customers description of the events, the infusion set did not leak during the initial priming, but started to leak after the pumping segment was hung. Based on the size of the hole and the sequence of events before the leakage was noticed, it can be determined that root cause is a user issue.

Event description:
It was reported that unspecified bd¿ tpn tubing leaked. The following information was provided by the initial reporter: material #: unknown; batch/ lot #: unknown. Event 3: it was reported that the tubing began to leak after it was hung. Verbatim: incident #3: can you describe the reported defect in detail? What happened? What was the cause? Who was involved? Tpn tubing began to leak after tpn was hung are you able to provide a part no and batch no for the product reported? Not available. Can you provide the date(s) for the reported failure(s)? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No.